Event description:
Dr reported on 3/17/2006 that he had a problem with a pcs and would be sending it back. On the following day, ascension was informed that this was a revision performed due to pain.

Manufacturer narrative:
Significant delay between time of event and first contact by surgeon. Unable to get response from surgeon for another five months as to whether this device had been implanted. No records for device provided that would allow lot indentification. Cause for revision was pain, but evaluation of explanted device did not indicate that the implant could have contributed to this.